Event description:
It was reported that the patient was femorally cannulated and placed on cardiopulmonary bypass. While tying the replacement valve sutures, the occlusion balloon ruptured. The procedure was a mitral valve replacement. No adverse patient outcome or extended surgery time was reported.